Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by patient that they had a few accidents the day of the report. Patient wanted to increase stimulation but the patient programmer was not working. Patient stated that they didn't feel the stimulation as much and wanted to increase the stimulation but was getting poor communication. They also mentioned on the call that at times they didn't fully void, for example when exercising. During call, patient had access to the patient programmer and confirmed antenna was secure. They synced but that didn't resolve poor communication. Furthermore, they were getting poor communication even without the antenna. They noted they had even changed the batteries in the patient programmer prior to the call. Then on (B)(6) 2019, patient called back stating that they received the replacement programmer however still encountered the poor communication. They inquired on which programmer to send back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had surgery scheduled to have the battery replaced on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.